Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the rot cause was unable to be determined. The event can be prevented by following the instructions for use which state: IFU bf-190 series reprocessing manual ¿the endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Customer has reported this incident to the french national agency for the safety of medicines and health products (ansm). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, there is a suspicion of prion contamination of the device as the device was used on a patient suspected to have creutzfeldt-jakob disease (cjd) disease. The device has been taken out of service and put in quarantine without being used in another procedure. Due diligence is being performed with the customer for the health status of the patient and the status of the device, whether the device is destroyed or still in quarantine. As yet, customer has provided no response.